Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal struts bunched proximally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in mildly tortuous and moderately calcified proximal to mid left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during implant the stent strut could not be advanced it was stucked and damaged. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in mildly tortuous and moderately calcified proximal to mid left anterior descending artery. A 4.00 x 28 synergy drug-eluting stent was advanced for treatment. However, during implant the stent strut could not be advanced it was stucked and damaged. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.